Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock for an atrial arrhythmia and was hospitalized. No therapy exhaustion was observed. No additional adverse patient effects were reported. The device remains in service.